Event description:
(Vp, r&d) & (territory manager) discussed case with physician . A female with atrial fibrillation presented with a right carotid artery t occlusion. The time from stroke onset to arrival in the angio suite was 2 hours. The patient's nihss score was 18. The clot extended proximally from the rca t to the mid siphon. The physician used an 8f balloon guide catheter and tried the largest penumbra aspiration catheter first. He could not reach the clot due to carotid artery tortuosity. The physician then used a 0.034" terumo glidewire to deliver the distal access catheter (dac) proximal to the clot. The dac did not get very close to the clot (the tip of the dac was a few bends proximal to the clot location). The physician then attempted to cross the clot using a merci microcatheter 18l and a transend ex guidewire, but could not get across the clot. The transend guidewire and the mc18l continually deflected off the proximal portion of the clot and into the posterior communicating artery. The physician decided to deploy the merci retriever v 3.0 firm into the proximal portion of the clot. The device delivery and deployment went fine. The device was deployed by retracting and unsheathing the mc18l. Retraction of the retriever appeared to work fine. The proximal loops stretched slightly while the distal loops retained their shape. Some clot was retrieved on the device. The clot was "red and sticky". The physician performed an angiogram and a large vessel perforation was noted in the area of the mid siphon where the retriever was deployed. An angiogram of the left carotid artery did not show any significant atherosclerotic disease. The vessel diameter of the mid siphon where the retriever deployed was estimated to be about 7mm. The patient expired in late 2008 after care was withdrawn. The physician stated that the patient outcome was not the device's fault.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. The current device instructions for use (IFU) lists vessel perforation and dissection as known complications. Also, there is a warning in the IFU that provides recommendations to prevent vessel damage.